Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿ grand daughter reported via phone call that the customer experienced high blood glucose level. Customer¿s blood glucose level was 547 mg/dl at the time of call. Customer stated that the cosmetic damaged on battery compartment and battery was stuck inside of the battery compartment. Troubleshooting was not performed for high blood glucose because the insulin pump was not working. Troubleshooting was performed for damaged. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, force sensor test, basic occlusion test, occlusion test, sleep current measurement and active current measurement. No battery or power anomalies noted during testing. P-cap or reservoir locks properly into place. Device received with cracked case (battery tube).